Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) (ocg) for evaluation. The inspection of the device by ocg confirmed the following; -the reported phenomenon was reproduced. The exact cause of the reported event could not be conclusively determined. However, omsc concluded that the reported event may have been caused by accumulated chemical or physical damage, such as the following; -during reprocessing, a chemical solution not recommended in the instruction manual was used. -the device was immersed for longer than necessary. -the device was stored in a storage that irradiates ultraviolet rays. -a chemical solution with a strong attack property such as xylocaine spray was applied to the insertion section. -physical damage accumulated on the device during reprocessing of the insertion section, or insertion / removal into the patient's body. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the coating of the insertion tube was partially peeled off. There was no report of patient injury associated with this event.